Manufacturer narrative:
The manufacturer internal reference number is: 2017-20428.

Event description:
Additional information was provided that the symptom is improving.

Manufacturer narrative:
Product evaluation: the product was not returned for analysis. The lens remains implanted. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A doctor reported a case of infection or inflammation following an intraocular lens (iol) implant procedure. Symptoms easily resolved with medication treatment. The patient has recovered but with persistent condition. The lens remains implanted.